Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately in sept. She was unable to recall the result obtained but felt it was inaccurately high compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments) and reported that she decreased her food and drink intake in response to the alleged product issue. The patient stated that a day or two after the alleged issue began she developed the symptom of shaky. The patient reported that she received hcp treatment of ¿some sort of orange solution¿ from emergency medical services. At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.